Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-01083. It was reported that during a percutaneous intervention (pci) procedure, stent damage occurred. The target lesion was located in a very difficult and calcified bifurcation of an unspecified vessel. While stenting a bifurcation lesion two unspecified promus premier stents were deformed. There were no patient complications reported and the patient status is stable.